Event description:
Customer had taken a pt off the table and had left the room. When they went back to the room, they found the table in its lowest position. They could not lift it up with the foot controls or gantry controls. There were no injuries.